Event description:
It was reported that in 2008, the battery status was deemed at end-of-service life, revision was pending for insurance reasons. Subsequently there was interaction with security theft detector devices; the depleted battery had caused theft detector devices to alarm. There were no pt symptoms or injury reported. Add'l info has been requested from the physician.